Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's spouse reported patient had just gotten back from the hospital 2 days ago and that prior to that, the patient had been in the hospital for tests (for which they turned off the implant) for a week starting around the end of (B)(6)2025. They stated the patient was now at the (B)(6) and that they were with the patient today at the rehabilitation center and they turned the therapy back on but the patient was now not feeling the stimulation even after going to a different program. Caller stated in the past the patient had always felt the stimulation and it was "working" but now at some point since turning it off for the tests in the hospital until today when they turned it on again, it wasn't/patient wasn't feeling the stimulation. Patient serv ices asked them if patient had any falls or traumas and they said that 'yes,' the patient had a couple falls, most recently last night ((B)(6)2025) when the patient had been trying to get up and go to the bathroom without assistance. The patient was redirected to their healthcare provider to check the implanted system and to further address the issue. Patient services asked the them for the patient's healthcare provider (hcp) they stated the patient wouldn't be able to go to a hcp at this time nor could any hcp could come to the patient because the patient was at (B)(6). Agent provided nas number for the patient's hcp at the facility to call and page a manufacturing rep to come to the facility and check the implanted system and emailed the field to alert them about the issue to see if they could be of assistance. Documented reported event. No further action was taken by patient services. They noted they and the patient had recently moved to a new address, so patient services also called patient registration and provided them with the patient's new address.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.